Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The target lesion was in the right coronary artery (rca). The device used was a taxus express2 3.0x12mm drug eluting stent. "The physician believes the stent came out the box with flared struts. The physician did not realize this until after attempting to use the device in the rca lesion and was having no success crossing the lesion. It wasn't until he pulled it back that he noticed the struts were lifted off the balloon on the distal end". The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.